Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the cut on the pink rubber of the control body and missing thixotropic adhesive (ke 45) at the forceps cover. Was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a cut on the pink rubber of the control body and missing thixotropic adhesive (ke 45) at the forceps cover.